Event description:
The technician alleged the pt position module is not functioning and will not alarm. No pt impact.

Manufacturer narrative:
The technician replaced the scale board and the issue remains. The technician replaced the external power control board external buzzer alarm assembly to resolve the issue.